Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege: severe and persistent pain, weakness and numbness in both hips. Doi: (B)(6) 2009 left. Dor: none reported. Doi: (B)(6) 2010 right hip. Dor: none reported. Patient residence: (B)(6). Update: (B)(6) 2012 - pfs and medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update: (B)(6) 2013- upon medical record review by a medical professional, part/lot for the right side was discovered. There is no new additional information that would affect the existing MDR de decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2858113 and 3014714. A search of the complaint database finds additional reported incidents against lot codes 2936873 and 2822010 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.